Event description:
Customer reported the IV tubing severed below the upper fitment, resulting in a leak. Dopamine was infusing at the time, the pt's blood pressure remained stable while the user replaced the tubing and restarted the infusion. No pt harm reported. No additional event info was provided.

Manufacturer narrative:
MFR's report date: 12/15/2010. (B)(4). This report was filed by the MFR. Product evaluated and customer's report of leak from a tear in the silicone segment was confirmed. The tubing separated from the upper blue fitment, the retaining ring was present and the silicone tubing appeared torn. A crush mark was noted on the upper fitment. The root cause of the separation was not identified. The lot number was not identified. Based upon smartsite valve laser number, set was mfg between 06/29/2010 and 07/01/2010. Exp date is either 06/01/2013 or 07/01/2013.